Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist discovered that the sample was spun in a stat spin which was outside of tube manufacturer's recommendation. The cause of the samples being spun outside of tube manufacturer's specifications is failure to follow instructions. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse found the rinsing block for aspirate probes 1 and 2 had solid debris clinging to its underside. The cse replaced the rinsing block and ran precision testing, which passed. The cse ran quality controls, which were within range. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, all resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.